Manufacturer narrative:
During the failure analysis, the customer's complaint could not be duplicated; the device did not overheat during testing. However, further investigation revealed debris covering the bearings of the device. The debris build up in the bearings was identified as the probable cause of the over heating reported. The device was repaired and returned to the customer.

Event description:
The stryker micro drill medium straight attachment was sent in for repair due to overheating during a routine maintenance visit; no adverse event was associated with the device.